Event description:
The customer's mother reported that the device was activated at 8:53 am (no blood glucose result reported that the time). At 12:22 pm her son's bg measured 400 mg/dl; a 4 unit correction bolus was given. At 1:44 pm his bg was 403 mg/dl and another 4 units were bolused to correct. At 1:57 pm, with bg of 400 mg/dl, the device was deactivated. She stated that the cannula was kinked.

Manufacturer narrative:
The device was not received for evaluation. We are unable to confirm the kinked cannula or determine if it could have contributed to reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises" to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "it is also a good idea to check your blood glucose about two hours after each pod change."